Manufacturer narrative:
Analysis found that allegation of over heating was confirmed. The ring alignment bur lock has the laser markings on the wrong side. The internal parts are polluted with foreign debris. The bearings are worn. The handpiece has been completely disassembled, inspected and thoroughly cleaned. The ring alignment bur lock has been replaced. All bearings and o-rings have been replaced. Some additional parts have been replaced. The devise has been tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was overheating during procedure. There was no known patient impact.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, the manufacturer representative confirmed that there were no additional intervention performed as a result of this event. There was no patient impact.